Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. Moisture damage was found on the electronics and motor. The insulin pump was received with a cracked display window corner, reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error. The device was exposed to moisture. The customer's blood glucose was not provided. The discontinuation of the insulin pump was advised. Nothing further was reported.